Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit intermittently went to standby during surgery. It was further reported that there were no reports of any adverse consequences.